Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Root cause is unable to be verified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the diagnostic system loses tracking. The system showed axis and angle of implantation around 30 degrees less than the true measurement. A toric intraocular lens (iol) was placed 30 degrees further away from the intended axis. The eyeball then rotates into its initial position and the toric iol is noted to be off axis. Iol need to be rotated to get it back on axis. This re-rotation of the iol led to excessive leaking of the surgical wounds which require suturing to resolved.